Manufacturer narrative:
The reported events for loss of capture and insulation damage were not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's device was checked post implant procedure prior to discharge. Device interrogation revealed loss of capture on the right ventricular lead. The physician elected to explant and replace the lead. During the explant it was discovered that the physician had broken the insulation with the anchoring suture. The patient condition was stable throughout.